Manufacturer narrative:
A boston scientific technical services consultant reviewed the presenting data and explained to the caller the reason for the changing av delay is due to the mode the device is programmed to which does not have atrial tracking. The caller stated they will be evaluating the atrial lead.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement on the atrial channel. The caller was also inquiring about varying av delay. No adverse patient effects were reported.